Event description:
The customer reported being in the emergency room due to high blood glucose of 466mg/dl. The customer stated that his blood glucose was treated and released. Initially, the customer stated that when she puts her strip into her one touch, it will count down and then receives an error message of not enough blood. The customer stated that she has more than enough blood on the strip and they are not expired. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.